Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin and patient did not received their insulin. The following information was provided by the initial reporter: last week I thought I was doing my injection, but in fact I didn't get any insulin and I went up to 5.80g with a blood pressure of 22 and palpitations of 120 at rest.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin and patient did not received their insulin. The following information was provided by the initial reporter: last week I thought I was doing my injection, but in fact I didn't get any insulin and I went up to 5.80g with a blood pressure of 22 and palpitations of 120 at rest.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report MDR pr# 6766705 was sent in error. Complaint captured under report MDR pr# 6766980 MFR#2243072-2022-02209. MFR#: 2243072-2022-02169is void as a result.